Event description:
Procedure type: hemorrhoidectomy. Patient gender: female. According to the reporter: the magazine did not clamp all around. Procedure was extended one hour as a result, no bleeding, no tissue loss, no patient complications and is currently in well condition. No patient injury was reported. No further details were available.

Manufacturer narrative:
Initial report sent: 12/19/2007.